Event description:
It was reported that the right ventricular (rv) lead from this pacemaker system exhibited high impedances out of range and loss of capture (loc). Subsequently, the rv lead was surgically abandoned, and a fracture was suspected. During the replacement procedure, the new rv lead exhibited loc and high impedances out of range when manipulated this pacemaker. Furthermore, the physician decided to also replace this device due to a suspected heather issue. No loss of capture was seeing with the new device but high impedances out of range were observed due to electromagnetic interference (emi) from plasma blade. Once resolved, measurements were all as expected. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead from this pacemaker system exhibited high impedances out of range and loss of capture (loc). Subsequently, the rv lead was surgically abandoned, and a fracture was suspected. During the replacement procedure, the new rv lead exhibited loc and high impedances out of range when manipulated this pacemaker. Furthermore, the physician decided to also replace this device due to a suspected heather issue. No loss of capture was seeing with the new device but high impedances out of range were observed due to electromagnetic interference (emi) from plasma blade. Once resolved, measurements were all as expected. No additional adverse patient effects were reported.